Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part and lot number were not provided the device was not returned for evaluation. A review of the lot history record could not be performed as the part and lot number was not reported. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect of death in this incident cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated as the date the first mitraclip procedure was performed. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported through an investigator sponsored study summary report titled "hemodynamic and clinical monitoring program during and after the mitraclip procedure in patients with secondary mr and advanced systolic heart failure" that mitraclip procedures were performed between (B)(6) 2016 and (B)(6) 2018. Information suggests that 35.7% of 69 patients evaluated so far have died. Specific patient information is unknown.